Event description:
It was reported during use the disposable disconnected. No patient injury reported.

Manufacturer narrative:
Device evaluation: one sample was returned for evaluation; decontaminated with its original open package. Result: observe the luer male damage, cracking, the failure mode reported is confirmed. Based on IFU if male luer is not connected as is described, it won?t be damaged in the parts of the device, as well the male luer cannot be connected if its broken at the middle, because the luer need to be free of any damage for to be connected , otherwise it could not be possible to use the device. Based on the five tests performed, it is concluded that failure reported could be slightly reproduced in the trail number 5 ; where the luer could be broken by pulling the tube assembled to the male luer, however the results could not be compared with the sample because it was not received. There are no current process mitigations for occurrence for male luer broken in the middle since no force is applied to male luer during manufacturing process. Production personnel inspects 100% to verify: the quality of their own work, the work quality of the operator before him/her and quality issues in the components (damaged or molding issues). Production personnel performs leak test according to pm-432 rev. 101 to 4 units at shift start up, beginning of every job, and any lot change involving bonded components or solvent. Quality personnel takes 15 sample units every two (2) hours, prior to placing product in bag. In order to inspect parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. Root cause, based on the tests performed to replicate the failure mode, where the trial 5 was the most likely similar to picture received, it is considerate that the root cause could be related to the properties how the component was molded. On 21-may-2021 an escalation to the supplier was initiated scar under - snn-00003662 to further request investigation on the properties on the molded process for this component. Closure due date: december 2021. Incoming inspection pulled this component from ship to stock and will start monitoring with a sampling per ansi/asqc. Z1.4 single to inspect by attribute in each received lot until the investigation from supplier is completed december 2021. Actions implemented after the manufacturing lot reported. Allegation confirmed. Problem source supplier.

Manufacturer narrative:
Email address: (B)(6)., corrected data: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.